Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional details were received about this event from the hcp via a manufacturer representative call to the manufacturer technical services team. It was further noted that the physician noticed that there was an occlusion at the connector, so they removed a little bit of tissue that was there, but still could not get it to free flow. The hcp wanted to replaced the pump connector segment. The manufacturer technical services team reviewed repair kits during the call.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-jul-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 799.7 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that upon pump replacement, catheter aspiration was unsuccessful. Several attempts were made to aspirate with a syringe through the catheter access port and the catheter was disconnected to see if the catheter would flow by gravity, but it would not. Catheter revision was considered, but the appropriate revision kit was not available. The catheter was then connected to the new pump and it was started. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved. No surgical intervention was planned. It was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury.¿ no further complications have been reported as a result of this event.